Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03437. It was reported the patient is not getting coverage on the right side. X-rays confirmed the leads migrated. In turn, surgical intervention may be taken at a later date to address the reported issue.

Manufacturer narrative:
Correction - patient weight has been updated.

Event description:
Related manufacturer reference number: 1627487-2020-48091. The patient¿s leads were replaced on (B)(6) 2020 and therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03437.